Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the issue occurred due to the service life or deterioration of the main lamp. More than 11 years have passed since the device was manufactured. The device may have been worn or accidentally broken down due to long term use.

Manufacturer narrative:
This report is being updated to provide corrected and additional information provided by the customer. Additional information and corrected information is reported in b5. The device malfunction was first noticed during the procedure opposed to in preparation for the procedure. Additional information is reported in b5, d8, e2, e3, and g2.

Event description:
The customer reported, in the middle of a endoscopic colonoscopy, the main bulb on the evis exera ii xenon light source was going to the spare bulb despite changing the main bulb with a new working bulb. The same device was used to complete the procedure without delay in the procedure. No other devices were used during the procedure. The device had preventative maintenance performed by a third party in (B)(6) of 2021 and passed inspection prior to use. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus. In speaking with the technical access center via phone, the customer stated that despite self-guided troubleshooting the main bulb would not stay illuminated even after changing it with a new bulb; however, the back up bulb illuminated without issue. The device was to be sent in for evaluation; however, the device has not been returned to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, during preparation for a diagnostic procedure, the main bulb on the evis exera ii xenon light source was going to the spare bulb despite changing the main bulb with a new working bulb. There was no patient/user injury or harm reported to olympus.